Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was high in the morning. Tandem technical support guided the customer to the basal settings for review. The customer indicated that the basal setting would be adjusted.